Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but could not be implanted as it was difficult to advance the stylet all the way into the lead. Multiple stylets were attempted and were noted to have been wiped clean. A nick was made in the insulation to maintain access. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. (B)(4).